Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event due to infection. Infections are not related to the implant or instruments, but rather to the patient's pathology and/or sterile technique practices at the facility. Loss of speech is typically more related to anesthesia and not an issue with the prosthesis.

Event description:
On (B)(6) 2025, a patient reported via phone to have experienced severe pain and limited mobility 6 months after a total shoulder arthroplasty in early (B)(6) 2019, where an unknown arthrex eclipse total shoulder arthroplasty system was implanted. The patient underwent physical therapy, but the symptoms did not improve. After moving, another surgeon was consulted, who performed a biopsy during an arthroscopic procedure beginning of (B)(6) 2024, and it was found that an infection was present and an inflammatory reaction, that went into the bones. The patient underwent revision surgery on (B)(6) 2024, and all implanted products were explanted. No new shoulder joint replacement was put into the patient, but a PICC line to control the infection was placed. The patient also experienced a loss of voice after the revision surgery. A new total shoulder reversal procedure involving the addition of cadaver bone is scheduled for (B)(6) 2025. The PICC line will stay inside the patient for 6-8 weeks postoperatively. The surgeon stated that the patient would lose some range of motion after the third procedure.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.